Manufacturer narrative:
The device was returned and evaluated. The pod arrived fully deployed. No timeouts or drive stalls were observed. The exposed portion of the soft cannula was kinked and slightly stretched. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. As treatment, the patient gave a manual insulin injection and placed a new pod.